Event description:
Dialysis treatment started at 0727. At 0735, the machine had a blood leak alarm, it noted that the dialyzer was broken. Treatment was stopped, no blood returned. New dialyzer and line was set up. Dialyzer may have been dropped in transport. The dialyzers are hollow fibers incased in tubing and any fall in transport or manufacturer error could cause a possible issue. Machine alarm is a failsafe, so that if there is a leak or possible crack in the fibers, this allows the users to immediately know that a break in the system has occurred and the patient's treatment is stopped to prevent possible infection and the entire system is changed out. All mechanisms were intact and followed, causing no injury to the patient. No identifying information is available and device is not available for return. No harm to patient. I do not feel it was the manufacturer. In transport if the dialyzer was dropped and then returned to the box or case, this can and has happened. Our central supply team may not even be aware of it. If a dialyzer is dropped at any time while in our hands, we just throw it out. We run many patients on the same manufacturer's dialyzers and have not had one single issue since opening the unit. I can tell you that this company that manufacturers the dialyzer is the largest one in the world. It wasn't the tubing the leak emanated from the bottom part of the dialyzer.